Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the basal software did not suspend insulin delivery. The customer's blood glucose (bg) level subsequently decreased to 34 mg/dl. Emergency responders provided assistance by administering a gel on the customer's lips to address bg. Reportedly, the customer experienced a seizure due to the low bg event. The customer continued to use the pump for insulin therapy.